Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood (bg) glucose level ranging from 100 to 200 mg/dl, and dehydration. Reportedly, the cause was unknown. The customer went to the emergency room (ER) where intravenous fluids were administered to address the elevated bg and dehydration. The customer left the ER with bg within range (value not provided). Reportedly, the customer continued to use the pump for insulin therapy.